Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer showed duplicate address error. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 show duplicate address error. A field service engineer reported that the customer successfully recovered multiple pocket failures in drawer 4.1. The cubie pockets had ejected and unloaded the medication, prompting a station shutdown. All drawer cables were reseated, and the station was restarted. The drawer was tested using the hardware test application, and the remaining cubie pockets functioned properly. The application was then restarted, and the customer reloaded the medication into the empty pockets. Cubie pocket replacements are scheduled for a later time by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer showed duplicate address error. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.